Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. There was no adverse impact to the customer¿s blood glucose level.